Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No moisture damage electronic assembly and no button error alarm. The insulin pump has minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after the customer woke up sweating and the pump may have gotten wet. Her blood glucose level was 416 mg/dl and she treated with shots. The customer was advised to discontinue use and revert to a back-up plan. A blood glucose level off 600 mg/dl was documented on the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.